Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device return date. Additional information: d9.

Event description:
It was observed that during the device evaluation, the ultrasonic bronchofibervideoscope exhibited no image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, regarding the no image, the cause was due to the breakage of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.